Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Implant date: not applicable as the lens was inserted and removed. Explant date: not applicable as the lens was inserted and removed. Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it was discarded: therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported haptics would not unfold. Haptic/optic contacted the eye. Vitrectomy was required and there was injury to the iris. Incision enlarged to remove the iol from the eye and sutures were required. There was a 10 minute delay. The lens is not available for return as it was discarded. No additional information provided.